Manufacturer narrative:
Initial reporter: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir contributed to an increase in "no disposable" alarms. There was no patient injury.